Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic with low heart rate. Loss of capture and oversensing were observed on the right ventricular lead. Programming changes were made to address the capture and sensing issues. The patient was in stable condition following reprogramming.